Manufacturer narrative:
Additional information was received that all subsequent shock impedance measurements are within normal limits and all other lead measurements were stable and acceptable. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement of zero ohms. Review of device memory revealed no episodes with noise and all subsequent measurements were within normal limits. Boston scientific technical services (ts) discussed that a measurement of zero can potentially indicate electromagnetic interference (emi). Ts discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.